Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment. It was indicated that the power cord bay door was broken and therefore the power cord bay assembly was replaced. It was also indicated that the electrocardiogram connector was loose and therefore the printed circuit board was replaced and calibrated. It was also indicated that the system fan was noisy and that the right antennae failed a connection test. The system fan and antennas were replaced, and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported the programmer is bruised and can be cleaned up and re-used. Replaced with unit/encore swap. The programmer was returned. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement reported.